Manufacturer narrative:
The reported reader was returned and investigated with retained strips. Performed visual inspection on the returned reader, and no issues were observed. Attempted to perform control solution testing, but the meter did not turn on when retain strip was inserted. An extended investigation was also performed on the returned reader. Visual inspection was performed on the pcba (printed circuit board), no issue was observed. Performed a visual inspection of returned readers strip port, observed hair in port obstructing pins. The hair was removed, observed reader turn on with strip insertion, and no errors were observed during control solution testing. Due to hair being in port this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
A caller reported on behalf of their child who was unable to monitor their glucose levels due to the test not starting after the sample was applied to the test strip on the adc freestyle libre reader. The customer was unable to self-treat and was provided 1.6 units insulin bolus by his mother. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported on behalf of their child who was unable to monitor their glucose levels due to the test not starting after the sample was applied to the test strip on the adc freestyle libre reader. The customer was unable to self-treat and was provided 1.6 units insulin bolus by his mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.this also serves as a correction report. (Lot no) was inadvertently omitted from the previous initial MDR - has been updated to reflect the reported test strips.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of their child who was unable to monitor their glucose levels due to the test not starting after the sample was applied to the test strip on the adc freestyle libre reader. The customer was unable to self-treat and was provided 1.6 units insulin bolus by his mother. There was no report of death or permanent injury associated with this event.